Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: feb 23, 2026 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed on the suspect product and found the cartridge tip was deformed with ophthalmic viscoelastic device (ovd) was observed inside the cartridge. The lens module, plunger rod, and handpiece were inspected, and no issues were identified. The lens was visually inspected revealing that the lens was coated in viscoelastic residue. The lens was cleaned and inspected and one haptic was detached. No further issues were identified. The complaint issue "haptic damage" was not identified during product evaluation. The observed "haptic detached" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that the surgeon noted a cut on the leading haptic of the preloaded monofocal intraocular lens (iol) during the implantation or application process. No further information was provided.

Manufacturer narrative:
Section e1: first name: unknown, information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.